Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that beginning in (B)(6) 2013, patient experienced a reaction under the adhesive patch of each sensor she inserted. Patient described the reaction as a burn-like mark on her skin. Patient consulted with her endocrinologist about the skin reaction. The physician prescribed a topical cream. At the time of her call to technical support, patient reported being in fair condition.